Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed that the foreign object came out from the suction channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the foreign object was inside the suction channel of the subject device during the preparation for use. The user also reported that it had been continuously remained. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be determined. However based on the report of olympus korea and the former similar cases, omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the medicinal chemicals used in the user facility might have adhered and remained within the suction channel of the subject device. -due to delayed reprocessing after the procedure, the foreign object might have been remained within the suction channel of the subject device. If additional information becomes available, this report will be supplemented.